Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with vibratory alert due to out of range high right ventricular impedance. It was also noted that the capture threshold was elevated. Histogram showed origin in (B)(6) of 2019. Lead extraction attempt was unsuccessful. The lead was capped and replaced on (B)(6) 2019. The patient remained stable before, during, and after the procedure.